Event description:
The synsiro pro drug-eluting stent system was selected for treatment. During implantation, fluid was leaking out of the shaft. As a result, it was not possible to fully deploy the stent and ultimately it got "lost" in the vessel. The stent was secured in the target vessel at intended location using an additional balloon.

Manufacturer narrative:
Combination product: yes.